Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: separated guide wire tip. Time of device issue: during the procedure. Adverse event: separated guide wire tip remains in pt's anatomy. It was reported that this was restenosis case, the restenosis of an unk bare metal stent. A stent was deployed and post dilated and upon removal of the bmw universal guide wire, the tip of the guide wire became trapped within the stent. The guide wire was pulled hard to remove it from the pt and 2mm of the guide wire tip separated and was left behind in the pt's anatomy. No additional event or pt information is available.